Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This was discovered at the patient's recent in-clinic follow up. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Continued monitoring and an in-clinic follow up in 180 days were recommended. At that time, re-analysis of the device data can be performed to determine a new follow up interval. Technical services also discussed that once wandless zip/rf telemetry becomes disabled, the device should be explanted and replaced to avoid the device reverting to safety mode operation. The local sales representative reported that the physician planned to see the patient back in the clinic in six months, as recommended. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when our investigation is complete.